Event description:
Provider alleges the arm rest snapped off, and the user allegedly fell out of the chair.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.